Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with a prolapsed leaflet. During the procedure using the mitraclip xtr, the gripper lever felt loose when pulling/pushing to actuate the grippers. The grippers were responsive to the lever; however, the grippers seemed floppy on the echocardiogram and moved up/down more than normal when the grippers were lowered. The undeployed xtr was removed and replaced with a mitraclip ntr. The ntr functioned normally and the mitraclip was successfully deployed reducing mr to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned and the reported gripper actuation issue was not confirmed during returned device analysis. The reported mechanical issue was confirmed as the gripper lever was noted to be slightly loose. A definitive cause for the reported gripper actuation issue and mechanical issue in this incident could not be determined. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.